Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: a mentor memorygel breast implant 700cc , catalog number shpx700, sn (B)(4), lot 7614510. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor memorygel breast implant 700cc and the patient noticed right breast hardened a lot suddenly and caused a lot of pain. The healthcare professional confirmed a right side capsular contracture baker grade iii/IV. As a result, the patient had undergone removal and replacement with a mentor memorygel breast implant 700cc on (B)(6) 2019.

Manufacturer narrative:
On 1/10/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported incorrectly that it was a breast augmentation primary surgery. The actual surgery was breast augmentation revision. Manufacturer¿s reference number: (B)(4).